Event description:
It was reported that during the implant procedure, the patient's left ventricular (lv) lead experienced dislodgement. The lead was neither used nor replaced with another. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. There were no anomalies found. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood, and body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant. Concomitant medical products: 5092-58, lead, implanted (B)(6) 1999. (B)(4).